Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which confirmed that the motor was bad. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure the motor device had "low power." A spare device was obtained but the event caused a thirty minute delay to surgery. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.